Manufacturer narrative:
(B)(4) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.

Event description:
It was reported that during a bph surgical procedure at 8,519 joules of use "aiming beam fires straight out of fiber" was noted. The fiber was exchanged and the procedure was completed utilizing second fiber at 134,650 joules. The fiber tips of both fibers were cleaned during the procedure. Patient outcome "ok" reported. No injury to the patient was reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber glass cap exhibits a circumferential fracture distal to fiber/cap fusion zone slightly distal to the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate detritus adhesion on metal surface; the outer flow tubing exhibits minor scratch marks at the open end. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.